Event description:
It was reported that a patient underwent an unknown surgical procedure. During the procedure, the pneumatic switch would not work with the hand activated device but it did work with the foot pedal. There were no adverse patient consequences. This condition could not be confirmed by the biomedical staff.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.